Event description:
It was reported that the patient's underlying batten's disease was the cause of his worsening bradycardia. The neurologist also mentioned that the patient had a history of tachycardia in addition to batten's disease and sometimes experienced bradycardia in his sleep. The patient was evaluated by the cardiology department, and the physician determined that the patient's bradycardia and was not related to or being exacerbated by the vns. No additional information has been provided to date.

Event description:
It was reported that a patient's bradycardia was worsening over the last two months. The patient's bradycardia was a preexisting condition and was gradually worsening over several years; however, the cardiologist noted that the patient's condition had progressed more rapidly in the last two months. The cardiologist was unsure if the patient's vns, which was implanted 6 months prior, may have been the reason for the worsening bradycardia. It was later reported that the patient's neurologist was also concerned because the patient had vaulted bradycardia, as it appeared that vns stimulation exacerbated his preexisting bradycardia. No additional relevant information has been provided to date.